Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had air/ water leakage from the universal cord and video cable. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that due to a pinhole on the universal cord, water tightness was lost. Upon further inspection, it was observed that there were foreign objects clogging the nozzle. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a crack, a chip, and a white clouded area due to chemical or physical stress. It was observed that the universal cord had a wrinkle due to deterioration and or bending at a sharp angle. It was also observed that the objective lens had a scratch causing a flare to occur. It was observed that the adhesive around the objective lens and the light guide lens had a white-clouded area due to a handling issue. It was also observed that the plastic distal end cover had a dent due to handling. Also, there was a burn on the plastic distal end cover due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. It was observed that the suction cylinder was shaved due to a handling issue. It was also observed that the paint on the suction cylinder was peeled due to handling. It was observed that switch 4 had wear due to physical stress caused by handling. Lastly scratches were observed on the universal cord, objective lens and on the universal cord due to handling. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delays the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent, air, and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.